Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 413 mg/dl and this morning blood glucose was 277 mg/dl. The customer declined troubleshoot for high blood glucose. The customer treated high blood glucose with bolus. The customer was neither hospitalized nor admitted for high blood glucose. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight was (B)(6).